Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a total knee arthroplasty: tka procedure on an unknown date and barbed suture was used. The product was used on the dermis during continuous suturing. It had not get caught in the tissue when passing it through the loop. Afterwards, another new package was opened, it could use without problem. The operation time was not extension. It was not a control release needle. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 investigation findings code c22-photo review. Additional h3 investigation summary: the product was returned to ethicon for evaluation. One needle-suture piece outside its packaging that pertain to product code sxpp1b112 was received for analysis. In order to evaluate the conditions of the returned sample, the suture was inspected, and one extreme was noted to be cut probably caused by a surgical instrument. In addition, wavy and body fluids were noted along the strand. As per the returned conditions of the sample, no functional test was performed. Additionally, a photo was provided, and with the same condition as the received sample. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.